Event description:
Boston scientific received information that noise was present on this right atrial (ra) lead in both the unipolar and bipolar configurations. This noise was oversensed and resulted in mode switching and high rate pacing. The lead safety switch did occur. Thresholds were 0.8v at 0.5 milliseconds with variable sensing. Lead impedances ranged from 580 to 100 ohms. This patient was device dependent and was not feeling well due to the loss of av synchrony. The physician was contemplating intervention.

Manufacturer narrative:
This lead was ultimately surgically abadoned.

Manufacturer narrative:
This investigation will be updated should further information be provided.